Event description:
Rt saline deflation. Pt is 43-yr-old white female, status post bilateral subglandular inframammary implantation of 320:40 cc cui bilumen for augmentation on 7/31/86. Pt complained of burning pain in rt with paresthesias for 2 yrs with no history of trauma. Pt also complained of systemic problems of arthralgias, myalgias, paresthesias, fatigue, fevers, sicca, hair loss, rashes, sob, choking sensation, gi/gu problems, etc. History of morbid obesity treated with stapling in 83, otherwise healthy, ex-smoker, family history of 3 paternal aunts having breast cancer postmenopausally. Mammogram on 11/10/93 within normal limits. Exam shows grade iii contracture in rt, grade I contracture in lt, axillary lymph nodes with dry skin and stomatitis. Surgery on 11/11/93 shows both implants deflated, seal loose, moderate cloudyness, minimum yellowing with moderate bleed on rt capsule, moderate contraction with no histiocytes, weight of rt 330, lt 350.